Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no fault with the programmer head which passed all functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radiofrequency programmer head were returned to service. No patient complications have been reported as a result of this event.